Manufacturer narrative:
Pump error 37 occurred during rewind. Pump passed displacement test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. Pump failed rewind test due to pump error 37 alarm. Successfully downloaded history files and traces using thus. Pump error 43 was found in the history files on (B)(6) 2024 from 21:18:46.00 to 21:26:11.00 due to a corroded home switcha and moisture damage on the motor. Pump error 37 alarm was confirmed due to a corroded home switcha and moisture damage on the motor. Pump was cut open to perform visual inspection and found a corroded home switch, and moisture on pcba 1, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case - corner of belt clip rails, label damage (faded, stained). Pump error 43 and pump error 37 alarms were confirmed during testing due to a corroded home switch and moisture damage on the motor. Exposed to moisture confirmed on the pcba 1, force sensor and motor. Unable to confirm high bg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 429 mg/dl. The customer reported pump error 43. Troubleshooting was performed. It was unknown if the customer was using the pump within 48 hours of the reported event. The customer was able to clear the alarm successfully but was unable to complete the rewind. It was unknown whether the auto-mode feature was active or not. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.